Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient stated their pump was alarming and the screen reads error 1720. The batteries were removed and replaced. The pump began to alarm with ¿service due,¿ then displayed error 1720 again. The patient was instructed to remove the batteries, close the clamp closest to her port, and call the doctor. The event occurred while in use with a patient at the patient¿s home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.